Event description:
Ref. Imp# (B)(4).

Manufacturer narrative:
(B)(4). Upon our investigation we were able to establish that a failure of the device's careraiser function, caused by too much lubricant placed on the locking pins has occurred during the treatment of the pt. The device was directly involved with incident reported to competent authorities. The device with above mentioned issue does not meet its specification. When reviewing similar reportable and standard complaints we have found other cases with similar fault description. However, we have been able to establish that there is no complaint trend concerning the failure of careraiser function caused by too much lubricant placed on the locking pins. Please note that arjohuntleigh has manufactured about (B)(4) devices to date. With the amount of sold devices and with comparison to the daily use of them the complaint rate with this failure mode is considered to be very low and acceptable. During the investigation, we came to the conclusion that the issue was most likely contributed to the following: a defect occurred due to too much grease being placed on locking pins during the assembly process by the production operator also it should be noted that there was an apparent failure proper pt assessment (wrong mobility category) by the involved staff which may have compounded the issue as the person involved lacked the necessary mobility. As a result of our findings we believe it can be suggested that the customer is reminded of the contents of the instructions for use (IFU) and requirements that concern a proper pt assessment. Also, in order to make sure that no defects occur in future, we have informed the production operators and responsible engineers about the issue. There was no injury reported from this incident, which was reported in the abundance of caution.